Event description:
This is filed for medication intervention. It was reported that on (B)(6) 2022, a patient presented with grade 4 degenerative mitral regurgitation (mr), a dilated atrium, and a prolapsed anterior leaflet. During the procedure with a steerable guide catheter (sgc) and a mitraclip xtw clip delivery system (cds), an unexplained drop in blood pressure occurred. A vasopressor was administered to mitigate the hypotension. The procedure was aborted and the sgc and cds were removed without issue. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported hypotension was unable to be determined. The reported patient effect of hypotension, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported medication required was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.